Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer wanted to resume using glucose sensors but realized that he had misplaced his transmitter. His blood glucose was unknown at the time of reporting, but was estimated to be in the 200mg/dl range. No equipment was returned. No additional information was reported.